Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, devices were not returned for evaluation. For the reported three malfunctions, the investigation is inconclusive for rupture. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model u3575510 pta dilatation catheter allegedly experienced material rupture. The information was received from various sources. All three malfunctions involved patients with no patient consequences. The age and weight of the three female patients were not provided.